Event description:
Additional information was received from the manufacturer representative stating the stim system was explanted. The cause of the post-surgical pain, leg weakness/numbness, epidural hematoma, and temporary paralysis was presumed to be epidural bleed. The patient is reported to be walking now and progressing daily.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was experiencing post-surgical pain that started on (B)(6) 2017. The manufacturer representative noted that the patient was taking pain medicine, but it wasn¿t helping. The patient went to the emergency room for an evaluation. A CT scan and MRI was performed. It was reported that the patient then developed leg weakness and numbness. No environmental or external factors were reported that may have led or contributed to the issue. The patient¿s healthcare provider (hcp) decided to explant the system on the date of this report. Additional information received from the hcp reported that the patient experienced a post-operative epidural hematoma, which necessitated emergent lead removal. It was unknown if any environmental or external factors may have led or contributed to the issue. The patient¿s lead was then removed from the epidural space. It was reported that the patient experienced temporary paralysis that they believed was resolving. The degree of permanent deficit, if any, was not known at the time. The patient was still admitted in the hospital and was expected to transfer to a long term rehabilitation facility. It was unknown if the issue was resolved. The patient¿s status at the time of this report is ¿alive, with injury.¿ indications for use were degenerative disc disease, post lumbar laminectomy syndrome, and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.